Event description:
Reportedly, the generator was being used during a procedure in which the pt reported a "burn" in the underarm area 2 days later. The pt is an engineer at the hospital and felt the return electrode pad was placed too far away from the surgical site and may have caused an alternate site burn. Subsequent to the pt reporting this the or staff noted that prep solution may have infiltrated the reportedly affected area.